Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device would not turn at all. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.